Event description:
Patient was placed on intra-aortic balloon pump (iabp), no issues or alarm noted. Iabp started to alarm "gas leak" spontaneously alarming standby <1 min and balloon inflation/deflation not audible. "Start" button had to be pressed but continuously reading "gas leak" after restarting. Iabp control #42016. Iabp console switched out at bedside with 3 nurses, and dr. Vital signs stable during console switch. Alarms resolved post console switch.

Event description:
Patient was placed on intra-aortic balloon pump (iabp), no issues or alarm noted. Iabp started to alarm "gas leak" spontaneously alarming standby less than 1 min and balloon inflation/deflation not audible. "Start" button had to be pressed but continuously reading "gas leak" after restarting. Iabp control (B)(4). Iabp console switched out at bedside with 3 nurses, and dr. Vital signs stable during console switch. Alarms resolved post console switch.